Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record confirmed the device was manufactured and shipped in accordance with the manufacturing specifications. Based on the information provided for the investigation, the reported event was not reproduced, and a definitive root cause could not be determined. However, it was confirmed that e03 occurred in the past, and there was an abnormality in the operation of the pressure sensor on the circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: (st. Marianna university school of medicine, st. Marianna university hospital); added here due to character limitation in respective field.

Event description:
It was reported, the insufflation exhibited front panel went off and insufflation stopped. The issue occurred during a procedure for a therapeutic total laparoscopic hysterectomy (tlh) procedure. The procedure was completed using the same set of equipment. There were no reports of delay, patient harm, injury, or death.